Event description:
It was reported that during final femoral impaction the green tip on one of the impactor legs broke in two. Both pieces were recovered.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned device confirmed that the green plastic sleeve had fractured off the device and was not returned. The device was manufactured in 2012 and exhibits signs of significant wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This failure mode has been previously identified. Corrective actions have been previously implemented by the supplier to prevent recurrence of this failure mode. The device in this complaint was manufactured prior to the implementation of those corrective actions. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.